Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking from the hub after placement in bile duct following a prcd procedure. The device was removed and discarded. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected data: required intervention to prevent permanent impairment/damage (devices) after further review of the record, it was determined that information from 14jun2018 clarified that the patient had no problem in his/her anatomy. It was also reported that within two days after placing the catheter in the bile duct for ptcd around mar/2018, the user noted that drained fluid was leaking from the hub. Therefore, another ult7.0-35-25-p-5s-cldm-wf-hc was used instead to complete the procedure. Type of event: serious injury/ patient codes: no code available (3191) additional procedure to replace the device with another one. Investigation evaluation: a review of the documentation and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.